Event description:
Additional information received reported: once the patient was healed and deemed appropriate a replacement implantable neurostimulator (ins) was implanted and hooked up to existing leads, after this time the patient had "another infection", as well as the "leads eroding through the stomach". The entire system was removed and patient remains in hospital due to uncontrolled diabetes that had inhibited her healing. Refer to manufacturer report # 3004209178-2012-02139.

Event description:
Additional information received reported that the patient was diagnosed with two small ulcers where the leads are attached to the outside of her stomach. The patient was worried that this may be how her previous leads made their way into her stomach. She was told that if the ulcers get bigger and/or keep bleeding, the device would have to come out. Additional information has been requested; if received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient spent was currently in the hospital for acute pain in her stomach following replacement surgery of her internal neurostimulator (ins) on (B)(6) 2012. The manufacturer representative stated that the patient had both her leads removed from a previous system and a new system implanted and programmed on (B)(6) 2012 and as unaware of her status. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: 2011 (B)(6) explanted: product typ lead product ID 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead product ID 435135 lot# serial# (B)(4), implanted: explanted: product typ lead product ID 435135 lot# serial# (B)(4), implanted: explanted: product typ lead. (B)(4).